Manufacturer narrative:
The customer?s report was observed during review of the device activity logs. However, the device was put through extensive testing including bench handling, functionality testing and stress testing without duplicating the report. An internal inspection found no discrepancies. The smart pneumatic module board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed "compressor failure -1001", "self check failure -1003", "internal comm failure -1472" and "internal comm failure - 1474" messages. Complainant indicated that there was no patient involvement in the reported malfunction.